Event description:
Preparing for a cvor case, sterile lap sponges were removed from a sterile cv supply pack and soaked in sterile normal saline. The saline turned yellow in color, it should have remained clear. A 2nd set of lap sponges were then used and the normal saline again turned yellow in color. The sponges were from the same lot and had the same mfg date.